Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings:.unreadable display at power up with audible. Unable to test any button due unreadable display. Found a failed display flex: replaced with test display and test display worked. Unrelated to the complaint, the battery compartment is cracked below bumper pad. Vibrations of the pump works.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).